Event description:
The customer called stating that there are segments missing from the numbers on the display. A request was made to have the unit returned for evaluation. In the meantime, a replacement unit was provided.